Event description:
It was reported that an ilet user experienced hyperglycemia with a fingerstick blood glucose of 383 mg/dl after receiving a steroid injection and briefly running out of insulin at dinner before replacing the cartridge; the infusion site appeared appropriate, there were no leaks, and the pump was delivering increased bolus and correction insulin. Symptoms included high blood glucose. Outcomes included user monitoring and continued pump use without escalation of care. Investigation included troubleshooting and user education, verification of infusion site condition, verification of cartridge replacement, and confirmation that the pump was delivering insulin. Investigation of this case revealed no device malfunction and indicated a likely physiological contributor from steroid administration and an episode of interrupted insulin supply before cartridge replacement. It was concluded, based on previously established findings for similar reports, that the cause was most consistent with clinical and use-related factors rather than a device-related failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.